Event description:
Additional information was received from the customer: the problem was identified during preparation for un unspecified procedure. The device was inspected prior to use. The procedure was not prolonged, and the device was not used again.

Manufacturer narrative:
Additional information was received from the customer: see b5. The device will not be returned as the customer ordered the socket repair kit, and utilized it which has taken care of the malfunction. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations of ¿b30 error¿ and ¿socket is dirty¿ were confirmed. And a root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device was displaying a b30 error. It is unknown when the malfunction was identified. There was no harm or user injury reported due to the event.

Manufacturer narrative:
When the customer called in to customer service, she stated the socket was dirty she cleaned it with force air and alcohol. Afterwards, there were no errors. No device will be returned at this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.